Event description:
The patient was initially implanted with a afx aortic stent graft to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3 endoleak of unknown origin was reported. An intervention was reported however the details regarding this secondary intervention was not provide. Note: this event was reported to endologix under med watch #mw5098942. Endologix has requested information from the reporting physician however no response has been received. Additional information: the reported type 3 endoleak of unknown origin was identified as a type 3b endoleak. Also buckling of the stent graft was identified in the same area as the 3b endoleak and a secondary endovascular procedure with non-endologix stents was preformed to treat this event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the reported type 3 endoleak was a type 3b endoleak of the bifurcated stent graft. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest of buckling of the stent in the same area of the type 3b endoleak. The most likely causation of the type iiib endoleak and buckling of the stent was device related due to the the use of the strata material. The final patient status was not reported post the secondary endovascular procedure with non-endologix implants. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5: describe event/problem ¿ updated. D2: product description - updated. D4: device model number - updated . D4: lot serial number- updated . E1: initial reporter, name and address - updated. G4: awareness date (date received by manufacturer). H6: device code: remove code 3190. H6: result code ¿ remove 3221. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a afx aortic stent graft to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3 endoleak of unknown origin was reported. An intervention was reported however the details regarding this secondary intervention was not provide. This event was reported to endologix under medwatch # mw5098942. Endologix has requested information from the reporting physician however no response has been received.